Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this event under the medwatch program as the malfunction could have lead to a minor user injury. No patient injury or harm resulted from this event. Magellan is currently investigating the root cause of this malfunction.

Event description:
Customer reported that a control level 2 vial, provided with the leadcare ii test kit, was found to be broken upon receipt. The customer explained that while unscrewing the cap of the glass vial, a cracking sound was heard, followed by the vial breaking. Customer confirmed that no injuries or cuts occurred, and that the control liquid remained contained, with no spillage or contamination to the kit.